Manufacturer narrative:
No additional information was provided by the user facility. No device was returned to olympus. The exact cause of the reported event could not be confirmed, however, based on similar reported events, the most probable cause of the reported event could be attributed to unintended operational error as impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.

Event description:
On january 3, 2019 olympus received medwatch (mw5082062) that states, "during a cystoscopic procedure for bladder tumor fulguration, the tip of the 24fr olympus resectoscope tray 2 fractured. The fractured piece was collected and placed in a specimen cup. Per urologist, this occurred when removing the obturator. The plastic tip that broke off was retrievable in one piece and at the end of the urethra. No damage to urethra." No patient injury was reported.